Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low glucose levels over several weeks while using the ilet, with correction doses following high readings leading to subsequent lows, and the user treated lows with peanut butter and jelly; the user requested a factory reset and additional training was arranged, and the measured glucose reached 50 mg/dl. Symptoms included hypoglycemia and muscle weakness, with episodes of hyperglycemia preceding some corrections. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.